Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient underwent an endoscopy for tubing replacement, during which it was found that the patient had a knot on the tip of the j tube, and pyloric ulceration. The patient's j tube was put back in temporarily.

Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Catalog number is the international list number which is similar to us list number of 062910. Gastro intestinal ulcer is a known complication of a peg tube/ j-tube placement. Refer to MDR 3010757606-2022-00357 for peg tube record. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.